Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has physical damage. There is a crack on the screen and they can't read the screen. The blood glucose reading was 10.9 mmol/l. It was stated that the insulin pump was dropped on the floor and that they had unexpected alarms. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. The pump was also received with minor scratches on the lcd window and a scratched reservoir tube window.